Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the vga cable was faulty and to resolve the reported issue, the cable was replaced. The navigation system then passed the system checkout and was found to be fully functional. The suspect vga cable has not been received by the manufacturer for evaluation.

Event description:
A site biomedical engineer reported that, while outside of a procedure, the navigation system monitor would not display. The reported issue was resolved through manipulation of the vga cable. However, the resolution was intermittent. The reported issue repeated on an intermittent basis. No additional information was provided.